Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The hospital staff reported via phone call that customer was in the hospital intensive care unit due to the diabetes ketoacidosis. The customer¿s blood glucose level was unknown. The customer stated that the there was battery failure which lead to insulin pump failure. Insulin pump will not be return for analysis.